Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia"), embedded device ("embedded metallic coils are noted within each cornu") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), weight decreased ("weight loss"), fatigue ("fatigue") and vaginal infection ("frequent vaginal infections"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the menometrorrhagia, embedded device, dysfunctional uterine bleeding, dyspareunia, menorrhagia, weight decreased, fatigue and vaginal infection had resolved. The reporter considered dysfunctional uterine bleeding, dyspareunia, embedded device, fatigue, menometrorrhagia, menorrhagia, vaginal infection and weight decreased to be related to essure. The reporter commented: the pathology report noted that embedded metallic coils are noted within each cornu of the uterus. Diagnostic results: hsg on (B)(6) 2009: non-opacification of the fallopian tubes and incomplete opacification of uterine canal was noted. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia'), embedded device ('embedded metallic coils are noted within each cornu') and abnormal uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), abnormal uterine bleeding (seriousness criterion medically significant), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("menorrhagia"), fatigue ("fatigue") and vaginal infection ("frequent vaginal infections") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic hysterectomy.). Essure was removed on (B)(6) 2009. At the time of the report, the menometrorrhagia, embedded device, abnormal uterine bleeding, dyspareunia, heavy menstrual bleeding, weight decreased, fatigue and vaginal infection had resolved. The reporter considered abnormal uterine bleeding, dyspareunia, embedded device, fatigue, heavy menstrual bleeding, menometrorrhagia, vaginal infection and weight decreased to be related to essure. The reporter commented: the pathology report noted that embedded metallic coils are noted within each cornu of the uterus. Diagnostic results: hsg on (B)(6) 2009: non-opacification of the fallopian tubes and incomplete opacification of uterine canal was noted. Lot number: 628445 manufacture date: 2008-12 expiration date: 2011-12 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia'), embedded device ('embedded metallic coils are noted within each cornu') and abnormal uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), abnormal uterine bleeding (seriousness criterion medically significant), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("menorrhagia"), fatigue ("fatigue") and vaginal infection ("frequent vaginal infections") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic hysterectomy.). Essure was removed on (B)(6) 2009. At the time of the report, the menometrorrhagia, embedded device, abnormal uterine bleeding, dyspareunia, heavy menstrual bleeding, weight decreased, fatigue and vaginal infection had resolved. The reporter considered abnormal uterine bleeding, dyspareunia, embedded device, fatigue, heavy menstrual bleeding, menometrorrhagia, vaginal infection and weight decreased to be related to essure. The reporter commented: the pathology report noted that embedded metallic coils are noted within each cornu of the uterus. Diagnostic results: hsg on (B)(6) 2009: non-opacification of the fallopian tubes and incomplete opacification of uterine canal was noted. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received : reporter information, lot number and indication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.